Event description:
As reported by the user facility through medwatch: "nurse smelled smoke and identified it was coming from patient room. Braun infusapump IV pump electrical cord was on fire. Due to patient's medical condition and morbid obesity, patient non-ambulatory and needed to be removed from room." (B)(4).

Manufacturer narrative:
(B)(4). Multiple attempts to obtain the sample and additional information were not successful. Without the actual sample, a thorough investigation can not be performed. All available information was forwarded to the actual manufacturer, b. Braun (B)(4) for informational purposes. If additional pertinent information becomes available or the sample is returned, a follow up report will be provided. It should be noted that the instructions for use (IFU) for the power supply indicate that the power supply is to be protected from moisture and there are warning indications on the product. In addition, the IFU for the space product line states to check the device prior to start up for possible damage.

Manufacturer narrative:
(B)(4). The actual sample involved has not been returned yet for evaluation and the investigation is on going at this time. A follow up report will be submitted when the results of the investigation become available. (B)(4).